Event description:
It was reported that caller experienced large air bubbles or gaps in pigtail and patient line between pump and t:lock during normal pumping, and issue was no longer occurring at time of call. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing cartridge and infusion set and tubing, then resumed insulin delivery, and no further actions were reported.